Event description:
It was reported that the patient experienced elevated blood glucose while using the infusion device. He stated that with his old infusion device his blood glucose levels were 70-230 mg/dl and with his current device they are 50-400 mg/dl and the basal rates are the same with both devices. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.